Event description:
It was reported that (4) devices were used during a tonsillectomy. It was reported by the rep that the surgeon was doing the procedure with the hp052, when the blade solid toned and did not work again. A 2nd handpiece with a new blade was used and it broke the blade. Upon troubleshooting with tech support, it was determined that the luke handpieces were breaking the good blades. There was no consequence to the pt.